Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the communication bus. A field service engineer replaced the bus cable with a new one to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, the drawer failed, preventing the nurses from removing medication for the patient. The customer stated that there was a delay in dispensing medication, but they were able to get the required medication from the pharmacy. There were no adverse events or injuries reported based on this incident.